Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio observed that pcb-mounted jack connector, designator j11 was loose. Physio fully connected j11 which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that they attempted to power this device on during a patient event and it would not power on after multiple attempts were made. There were no reports of any adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. No additional patient information has been provided by the customer.